Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The received logs confirm the reported issues. The received inspiratory pressure transducer pc board was tested in our laboratory environment. The visual inspection of the did not reveal any damages or deviations. The inspiratory pressure transducer pc board was installed in a reference system in the inspiratory position. The technical error code indicating a safety valve open was generated immediately at startup. A system checkout was performed which failed on several sub tests including the pressure transducer test which failed due to a too high inspiratory pressure transducer zero pressure offset. The offset value was approximately 5 v (normal value is 2v. A ventilation session was started and there was no ventilation and several clinical alarms such as peep: high, airway pressure: high were generated. Further testing concluded that the pressure sensor was faulty and the pressure sensor was replaced. Testing after the pressure sensor replacement in the reference device passed successfully. No failures in the system checkout and ventilation with the returned inspiratory pressure transducer pc board functioned properly.

Event description:
It was reported that the anesthesia system generated a technical error indicating the safety valve open. There was no patient harm reported. Manufacturer's ref. # (B)(4).